Manufacturer narrative:
Concomitant product(s): a2dr01 ipg, implanted: (B)(6) 2016. The manufacturing date and use before date could not be located in the manufacturing database. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations. It was noted that at the previous visit to the clinic the right ventricular (rv) lead had been reprogrammed due to undersensing. After the reprogramming of the rv lead the device thought a polarity switch occurred due to the configuration and reprogrammed the device to nominal unipolar sensitivity value. High rv thresholds were also noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.